Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the medication bag was completely empty and there was air present in the line. The pump had been stopped, and the settings, as well as the label, had been reviewed. According to the label, the medication was vincristine with a total volume of 1012 ml over 46 hours. The patient was scheduled to visit the clinic at 1:20 on that day, and the pump had reportedly been started at approximately 3:30 on monday. It had been explained that this situation was unexpected, especially as the patient had stated it had occurred during a previous instance. The pump settings had been recorded as a rate of 22 ml/hr, residual volume of 139.7 ml, and 872.3 ml administered. There was patient involvement, and there were unknown signs or symptoms experienced.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.